Event description:
It was reported recapture difficulty and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient's pre-procedure international normalized ratio (inr) was 1.06 and they last took eliquis three days before the procedure. A watchman truseal access system and 24mm watchman laa closure device & delivery system were used. The closure device was deployed, but it did not meet the release criteria. It was fully recaptured, but during the recapture, the physician noted it was difficult. Right after the recapture a pericardial effusion was noted on imaging. The patient's activated clotting time (act) was 316. Protamine was given to the patient immediately which brought the act to 138. The procedure continued and a 27mm watchman laa closure device was successfully implanted into the patient. A pericardiocentesis was performed which removed an unknown amount of blood. As the physician was removing the blood, it was re-infused back into the patient. The patient remained stable and the bleeding stopped. The patient has since been discharged from the hospital.